Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of instability of the right shoulder joint devices is most likely related to the patient's underlying conditions to include previous shoulder maladies, disease processes that inhibit healing, obesity and degenerative joint disease. This device is used for treatment, not diagnosis.

Event description:
No additional information provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00390and 1038671-2017-00392.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of right shoulder components due to mild tenderness anteriorly over the glenohumeral joint and symptoms of instability. The adverse event form indicates this event is definitely not related to devices. This event report was received through clinical data collection activities.